Manufacturer narrative:
Product complaint # (B)(4). H3 photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a photocopy; in the image you can see an opened foil with a needle broken at the tip area. As the device was not returned, an analysis investigation could not be performed. Based on the photo review, the event reported is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. We value the opportunity to fully analyze the device upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: was there any additional tissue damage as a result of searching for the needle piece? No ¿ is the product available to be returned for evaluation? If yes, to who and where can a return kit be send for recollection? No it is not available ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep): jh, cst lead (please refer the attached email).

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the procedure, it was reported that during an cesarian section closure surgeon was completing the sub-cutaneous closure with a running stich, when the needle tip broke off. Staff reports that there was minimal delay in the case: "30 seconds to a minute". The tip of the needle was able to be retrieved from the patient. No x-ray was needed to locate the needle tip. A new suture was obtained (vcp581) and the procedure was completed without further issues. No harm was reported to the patient. No adverse patient consequences were reported. Additional information was requested.